Event description:
It was reported that while in use with a patient, the device had pump alarm: "fault 42224, system occurrence 0004". No patient injury or adverse effects were reported.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the lens was scratched. The reported error code was confirmed in the device's event history log. To conduct functional testing the device had a calibration test performed. The reported problem was unable to be duplicated; however, the system fault 42224 was confirmed in the ehl. The root cause was unable to be determined. The main board was replaced as a preventative measure. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.